Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, final analysis confirmed a stretched proximal shocking coil, but no break in electrical continuity. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Most recently, this medical device has been returned to the boston scientific post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead exhibited coil separation during attempted implant. There were no reported adverse patient effects associated with this clinical observation.